Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particle from device . There was no report of serious harm or injury.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particle from device . There was no report of serious harm or injury. In previous report, section b5 was incorrect, correct b5 should be - the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particle from device . There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection completed by the manufacturer and found an unknown contaminant on the top of the device. The manufacturer also received humidifier and found unknown brownish/black contaminant on the flip lid seal, dust contamination was observed on the bottom enclosure, heater plate, dry box seal, and back panel. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found consistent with unknown contaminant on the top of the device, unknown brownish/black contaminant on the flip lid seal and dust contamination on the bottom enclosure, heater plate, dry box seal, and back panel. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.